Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qual control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process ((B)(4) to address the appropriate corrective and preventative action. A supplemental action will be send as soon as new info becomes available. Abbreviation CAPA: corrective action preventative action. (B)(4).

Event description:
It was reported that after priming, the pt was placed on the device. Shortly after flow began, small drops of blood from the gas exit on the bottom of the device was observed. The device was changed out due to the dripping. (B)(4).